Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was experiencing low blood glucose of 44 mg/dl. Customer treated with glucose tablets. Customer requested assistance with removing the sensor and it was provided successfully. Customer sated he was feeling better and blood glucose was going up. Customer is not return the insulin pump and call was transferred.